Manufacturer narrative:
No evidence of laser involvement could be found. On the contrary, the clinic informed us that the sterilizer used to sterilize the tools has not been tested since november 2014.

Event description:
Clinic is experiencing an unusual amount of dlk in patients postoperative. The same clinic previously reported the same problem on another device (refer to MDR #3005643720-2015-00004).